Event description:
It was reported "this pump works slowly in the "static" mode and failed to work in the "alternating mode."

Manufacturer narrative:
It is reported that "this pump works slowly in the "static" mode, but failed to work in the "alternating mode"." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.